Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during testing, the device would start up displaying the tfs 9413, 9907 & 9950. Alarming audibly and displaying "panel connection lost".